Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a non medtronic generator was being used together with the pencil. The tip was also changed to a non medtronic device. The machine was set to 50 cut/50 coagulation. The surgeon and scrub technician report that the cautery tip combusted and there was a visible flame. The electrosurgical unit, the cautery pencil, and the cautery tip were all removed from the room and replaced all the devices by medtronic generator and pencil to complete the procedure. There was no patient injury.